Event description:
It was reported that the caller experienced intermittent occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. The customer managed the recurring occlusion events by changing the infusion set and cartridge and resuming insulin therapy.